Event description:
It was reported that "at the catheters withdrawal, the adaptor disconnected from the catheter. The catheter was withdrawn in one piece, it was torn." It was also reported that "the catheter migrated into the left auricle and was removed under radiology by the femoral vein." The pt suffered no ill effects from the event.